Event description:
Customer reported an erroneous high access toxo igg (toxoplasma gondii immunoglobulin g antibodies) test result was obtained were when using the access 2 immunoassay system. An alternate methodology was also performed, and the test results were non-reactive. These results were determined to be correct. Repeat analysis was performed at beckman coulter inc. The test results were reactive. The initial, elevated result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. This is event 2 of 2 events reported by this customer for one patient tested on two separate dates.

Manufacturer narrative:
Sample collection and processing information was not provided. Testing was performed at beckman coulter inc. Reactive results were obtained. Sample tested on alternative method (vidas) gave a negative result. Toxo igg quality control (qc) level one results supplied for (B)(4) 2008 recovered within specifications. No additional qc data was supplied. Service was not dispatched. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR represents event 2 of 2 reported by this customer. The related MDR is 2122870-2011-06164.